Event description:
It was reported that the patient presented to clinic with dizziness and arrythmia. Echocardiogram revealed that a right ventricular lead, which had previously been deactivated in 2017 due insulation damage, had dislodged. She was administered amiodarone, and the lead was extracted. The patient was stable following procedure.